Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(The device was manufactured at either): baxter healthcare ¿ aibonito, rd 721 km 0 3 po box 1389, aibonito, puerto rico 00705 or baxter healthcare ¿ cartago, 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago, costa rica 30106. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected from the clearlink continu-flo solution set. The intravenous (IV) ¿tubing became disconnected/popped off despite inserting the luer stem with a firm push¿. The issue was discovered prior to medication initiation. New IV tubing was required. There was no report of patient injury or medical intervention associated with this event. No additional information is available.